Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected low reservoir anomaly or prime/fill anomaly noted. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly, cosmetic damage and no low reservoir warning. The customer stated insulin squirted out while priming and the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.